Manufacturer narrative:
Philips service replaced the mrc 200+ 0508 rot-gs 1003 and xsc certeray tube, aligned and calibrated the system to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the generator shutdown caused inability to deliver x-rays on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.